Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endo tracheal tube deflated due to manufacturer error, during induction. There were patient involvement and no adverse harm reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation the complaint of leakage can be confirmed. Visual and functional testing was performed. As received no damage or anomalies were observed. In attempts to replicate clinical use the tracheal tube was inflated using an ICU medical provided syringe. It was observed that the cuff inflated however it deflated. The cuff was reinflated and submerged underwater to better visualize the source of the leak. A leak was observed between the pilot balloon luer bond. In attempts to better visualize the source of the leak, red dye was pushed through the pilot balloon. The leak was observed to be coming from a channel in the bond. The probable cause is due to a solvent application error during assembly in tijuana.